Event description:
Reporter inidcated that vns patient was explanted due to extrusion of lead wire. It was reported that the patient was doing well and had been seizure-free for ten days, but that they had picked at the incision site during the night. The exposed lead wire was noted at follow-up appointment with neurologist, at which time it was decided to explant and allow the wound to heal. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
Further follow-up revealed that the pt's wound has healed and the pt is doing well since explant.